Manufacturer narrative:
As reported, a 5f 125 cm multi-purpose a, small curve tempo angiographic catheter was requested for a peripheral procedure and at the time of purging it was evident that the catheter is fractured. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not returned for evaluation. Two photos were submitted for analysis. Tempo catheters from catalogue 451-506p0 from lot 18137998 is stated on the packaging. No anomalies or notable details were observed. Without the return of the device or images displaying the damages, the reported customer event ¿catheter (body/shaft)-cracked¿ could not be confirmed. Shipping, storage or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f 125 cm multi-purpose a, small curve tempo angiographic catheter was requested for a peripheral procedure and at the time of purging it was evident that the catheter is fractured. There was no reported patient injury. Two (2) pictures were received for review. A tempo catheter of catalogue 451-506p0 lot 18137998 is apparently inside the packaging. No anomalies or notable details were observed. The device is expected to be returned for evaluation.